Event description:
It was reported that the customer's touchscreen was scratched making it harder to see clearly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.